Manufacturer narrative:
The device was received for evaluation. During functional testing, "failed downstream occlusion" was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be that the downstream tubing guide was out of specification. The downstream tubing guide required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.